Manufacturer narrative:
A4-a6: unk. B3: unk. D4 (experiation date); unk no serial number reported. D6a: unk h4 (device manufacturing date): no serial number reported. Claim# (B)(4).

Event description:
In the article: in the article within journal of cataract & refractive surgery, "long-term results of efficacy and safety of lens vault following implantation of posterior chamber implantable collamer lens," rotation of lenses occurred in five cases, in which surgical realignment was performed in two, and an exchange to a bigger size in the remaining three cases, one case of retinal detachment; and six eyes of four patients developed lens opacity without significant impact on visual acuity, no cataract surgery was performed until the end of the follow-up in the low vault group. Two eyes with postoperative intraocular hypertension controlled with topical medication: four cases of lens rotation due to toric lens misalignment and high vault. One case of an icl exchange due to high vault; and five eyes of three patients developed cataract. Until the last follow-up visit, phacoemulsification was performed in two eyes of the same patient in the normal vault group.

Manufacturer narrative:
Correction: g1. Claim # (B)(4).